Event description:
The customer stated she accidentally primed the insulin pump while she was connected to the infusion set. The paramedics were called to her home for treatment as her blood glucose levels were dropping. The customer's blood glucose reading was 248 mg/dl at the beginning of the call, and down to 154 mg/dl at the end of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.